Event description:
Healthcare professional reported patient was injected with juvederm vista voluma xc in the forehead, temples, cheeks, chin. A month and a half later, patient reported that their whole face was swollen. Patient reported being infected with an infectious disease (infected with campylobacter), deemed device not related, after which the patient¿s face swelled. Hcp treated with prednisolone but stopped taking it after a week. Patient restarted taking the prescribed medication. Symptoms ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infected with campylobacter bacteria, deemed not device related is considered an unexpected adverse drug experience.